Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device failed the audio test during the call. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.